Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was received from a physician on 13-sep-2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case involves a (B)(6) female patient who received poly-l-lactic acid (sculptra) therapy in (B)(6)-2010 and (B)(6)-2010. No additional treatment details were reported. Relevant medical history and concomitant medication information were not mentioned. On an unknown date, the patient experienced induration and swelling in the treated areas. Outcome reported as ongoing. No other information was provided. Action taken/corrective treatment - unknown. Outcome - not recovered/not resolved. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). Physician's causality assessment: not provided.